Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue. This device was archived by stryker and the customer received a replacement device. Corrected data: section b5/executive summary of the initial medwatch report indicates: the customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event. Section b5/executive summary of the initial medwatch report should indicate: the customer contacted stryker to report their device did not turn on as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event. Section h6/device code of the initial medwatch report indicates: detachment of device or device component. Section h6/device code of the initial medwatch report should indicate: failure to power up.

Event description:
The customer contacted stryker to report their device did not turn on as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.